Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during use during dwell 3. The caregiver (cg) did state that they knew that the clamps on the unused lines were open. The tsr explained the alarm to the cg and why those open clamps could have been the cause. The cg would setup for the hps therapy. Per the callscript, the patient was connected at the time of the call, the patient did not disconnect any time prior to the alarm, it was unknown if all the bags were properly connected, there was no patient extension line used, and there was an open clamp on an unused supply line. The proper procedure was reviewed with the cg and the hp ended therapy after the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance was contacted by the cg. The cg clarified and stated the alarm occurred because they left the connection loose to the solution bag and as a result the line between the bag and cassette became disconnected during therapy. The cg understood the proper setup procedure. The cg stated the hp has been performing therapy successfully since the incident. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was confirmed: the cg stated they left the connection loose to the solution bag so the line became disconnected during therapy. The cause was the supply bag disconnected. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.